Event description:
The consumer reported the thermometer was reading low. The low temperature reading delayed medical attention to her child. The child was seen by doctors and is doing fine now. We have requested the unit be returned for evaluation.